Event description:
It was reported that the insulin cartridge was overfilled during preparation, with the plunger protruding and moisture observed on removal, and images showed the user filling the cartridge above the recommended 1.8 ml to approximately 2.5 ml, after which the user was educated and coached to fill to the proper volume. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and normal device use after education. Investigation included user interview, image review, and troubleshooting with education on correct filling technique. Investigation of this case revealed user technique error leading to overfilling and leakage at the cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.